Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported failure to power on. The device powered on when prompted. Physio-control did confirm that the device had a service wrench on its readiness display and that it would not recognize the connection of a test ECG waveform. As a result, the device could not recognize a shockable waveform in order to charge and shock, if it were necessary. Physio determined that the cause of the observed issue was an integrated circuit (ic) chip, designator u3, on the digital pcb assembly. The cause of the reported failure to power on could not be determined. The customer was provided with a replacement device.